Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 7957560. Device history batch: null. Device history review: a device history record (DHR) review on legacy complaint (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and smartset bone cement x 3. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was grossly loose at the implant to cement interface. He noted the femoral component was revised. The patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019 (rt knee).